Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received three inappropriate treatments. The device was started up at 06:16:49 on (B)(6) 2024. At 19:17:10, an arrhythmia was detected. ECG shows asystole with unconducted p waves/intermittent cardiac activity and CPR/motion artifact. At 19:19:03, an arrhythmia was detected. ECG shows idioventricular rhythm @ 30 bpm with CPR/motion artifact. At 19:20:46, the patient received the first inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was idioventricular rhythm @ 30 bpm with CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 19:21:37, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 19:22:15, the patient received the second inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/motion artifact. At 19:22:48, the patient received the third inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity transitioning to vt @ 100 bpm. The electrode belt was disconnected at 20:04:37 on (B)(6) 2024.